Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that since patient received the full implant reported numbness and severe pain in right leg, said that it is difficult to walk. Patient confirmed that ins was implanted on right side. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as patient said doesn't have time right now. Reviewed recommendation to decrease intensity to determine if that affects what they had noticed in their right leg. Secondly, to consider turning stimulation off for a period of time to determine if that affects the right leg. The patient was redirected to their healthcare provider to further address the issue. Patient said they have an appointment to see hcp this wednesday. Patient instructed to bring equipment and provide update to hcp. Patient to consider calling patient services back later if needs instructions on how to connect. Additional information was received from a health care professional (hcp). The hcp reported that ¿no,¿ the cause of the pain and numbness in the leg was not determined however what most likely caused or contributed to the issue was possible sciatica. In response to the inquiry for what steps were or would be taken to resolve the issue, the hcp replied ¿rest,¿ and that the issue had ¿not yet¿ been resolved. Additional information was received from the patient. They reported that they had pain down their leg since they turned on their stimulator for their bladder. Last time they called in about it, they lowered their stimulation from 3.2 volts to 3.0 volts and still had pain. It was so bad they could not sleep at night. Acetaminophen did not touch it. They could hardly walk on it. They wanted to know how low they could go. Range was reviewed. The patient wanted to know how to shut off stimulation in case they had to. It was reviewed how to turn off therapy. They said they were going to try turning it down, and if that did not work, would call back. The patient called back four days later stating the pain was "half of what it was" when they turned therapy off. They stated they knew "device is sitting on sacral nerve, but I think it is also on my sciatic nerve that is causing such horrible pain in my leg." They later stated, "now that it is shut off it is gone," and they wanted to speak with their manufacturer representative. An email was s ent to the rep concerning their issues with the device, and that the patient believed the device was sitting on their sciatic nerve, and that they had "horrible pain" down their leg. The patient turned off therapy and stated the pain was half what it was.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.